Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint that there was a line through the display was not able to be duplicated during testing. The display screen was functional with no signs of extrinsic lines. Unrelated to the complaint, evaluation revealed that the display lens was heavily scratched. Also unrelated to the complaint, evaluation revealed that the display screen text was dim, faded, and discolored. In addition to the unrelated issues, evaluation revealed that all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. There was no visible damage to the keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).